Event description:
On (B)(6) 2011, the vns surgeon reported to the MFR's consultant that their pt had their vns explanted on (B)(6) 2011 due to lack of efficacy and irritation in the neck. The explanted generator and lead were returned to the MFR for product analysis on (B)(6) 2011 that has not yet been completed. Good faith attempts for further info from the physician has been to no avail thus far. When additional info is received, it will be reported.